Event description:
It has been reported to philips that the shutters were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of the system was unknown. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Rse found the issue to be a collimator error. Rse advised the customer to restart the system and suggested onsite service. But the customer did not want to troubleshoot. No service was done by philips. Later, the same issue reoccurred after a few days. Fse replaced the collimator, performed calibration alignment of the tube/collimator assembly frontal, detector entrance plane adjustment frontal, bodyguard sensor adjustment, tube yield calibration frontal, and calibrated the entrance dose limitation. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.